Event description:
It was reported that the insulin pump alarmed button error and had cracks near battery compartment. No further information provided.

Manufacturer narrative:
The pump was received with intermittent button response due to flattened dome switch on all buttons. No button error alarm was noted during testing. The pump also had a cracked belt clip slot at the battery tube threads area, a cracked case at the display window corner, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.